Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her ipg in a while (time frame unknown) as such, the ipg had become inoperable. Subsequently, the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model. The issue was resolved following the procedure.